Manufacturer narrative:
Sections a and d: specific patient information and device serial number are documented as unknown. Details are listed in the attached article. Device was implanted at time of event. Zijderhand, c. F., peek, j. J., sjatskig, j., manintveld, o. C., bekkers, j. A., bogers, a. J. J. C., caliskan, k. (2024) influence of the outflow graft angular position on the outcomes in patients with a left ventricular assist device. Asaio journal, 70(10), 861-867. Http://dx.doi.org/10.1097/mat.0000000000002189. Thoraxcenter, department of cardiothoracic surgery, erasmus mc, university medical center rotterdam, rotterdam, netherlands thoraxcenter, department of cardiology, erasmus mc, university medical center rotterdam, rotterdam, netherlands. Manufacturer's investigation conclusion: a direct correlation between the heartmate 3 left ventricular assist system (lvas) and the reported patient deaths could not be conclusively established through this evaluation. The serial numbers or other identifying information of the products were not reported and were not able to be determined during the investigation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1, ¿introduction¿, lists adverse events that may be associated with the use of the heartmate 3 left ventricular assist system, including death. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported through the literature article ¿influence of the outflow graft angular position on the outcomes in patients with a left ventricular assist device¿ that the angular position of the outflow graft (ofg) may be associated with adverse outcomes, such as increased cerebral thromboembolic events, gastrointestinal (gi) bleeding, aortic insufficiency/regurgitation, or death. This single-center retrospective study aimed to explore the potential impact of the angular position of the ofg on adverse events in people with a left ventricular assist device (lvad). Hospital records were reviewed retrospectively for all patients who underwent a heartmate 3 (hm3) implantation between january 2016 and december 2021. To allow for an adequate follow up period, patient data were collected until december 2022. Patients were eligible if they were 18 years or older and underwent a contrast-enhanced computed tomography (CT) scan of the thorax, including the aortic arch branches. Among 59 patients, the median follow-up was 25 months, with a median age of 57 years, and 67.8% were men. It was noted that out of the included patients, 7 experienced a cerebrovascular accident (cva), 12 experienced gi bleeding, and 12 patients passed away. Out of the excluded patients, 6 experienced a cva, 5 experienced gi bleeding, and 20 patients passed away. Based on the findings, the optimal cutoff point for cva was 107° for the vertical angle, 20° for the horizontal angle, and 0.49 for the relative distance. The risk of experiencing a cva during follow up is increased when the vertical angle is =107° (p = 0.022). The optimal cut off point for survival was 98° for the vertical angle, 10° for the horizontal angle, and 0.50 for the relative distance. When the horizontal angle is =10°, the risk of survival is decreased during follow-up more (p = 0.004). The optimal cutoff point for gi bleeding was 106° for the vertical angle, 16° for the horizontal angle, and 0.52 for the relative distance. Subsequently, a significantly increased risk in the occurrence of gi bleeding during follow-up was found when the vertical angle was =106° (p = 0.049). No differences between cva, survival, or gi bleeding were found when dividing the cohort according to the horizontal angle or relative distance. No significant differences were found between the vertical angle and aortic valve regurgitation or survival. One patient who developed a cva during follow-up had a history of extracorporeal membrane oxygenation (ECMO) support. No patients who developed a cva during follow-up had a history of cva or atrial fibrillation.